Manufacturer narrative:
Additional device information: v.a.c.® simplace¿ dressing: UDI (B)(4). Based on information provided, it cannot be determined that the alleged deterioration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring. The physician's nurse reported the v.a.c.® simplace¿ dressing was being applied incorrectly, and the patient was turning the activ.a.c.¿ therapy off periodically which caused the deterioration. This report is being filed due to possible use error. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient: the home health agency nurse had been incorrectly applying the v.a.c.® simplace¿ dressing, and on (B)(6) 2019 the patient's wound had allegedly deteriorated. The patient reported that the physician confirmed the issue was with the application of the v.a.c.® simplace¿ dressing by the nurse. On (B)(6) 2019, the following information was reported to kci by the physician's nurse: the home health agency nurse was incorrectly applying the v.a.c.® simplace¿ dressing, and the patient was turning off activ.a.c.¿ ion progress¿ remote therapy monitoring periodically which allegedly caused the patient's wound to deteriorate. On (B)(6) 2019, the patient underwent a debridement, and activ.a.c.¿ therapy was re-applied. On 22-feb-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 14-may-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. On 15-may-2019, the device history review of v.a.c.® simplace¿ dressing determined that all end release testing of product and packaging met specifications.